Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, patient was pre-operatively diagnosed with instability at l4-5,degenerative disc disease, facet arthropathy, and stenosis l4-5 and l5-1 and underwent the following procedures: decompressive laminectomy, facetectomy, and foraminotomy at l4-5 and l5-1,tlif at l4-5 and l5-s1, posterolateral fusion at l4-5 and l5-s1 with right iliac crest bone graft. As per op-notes, ¿rhbmp-2/acs bone graft and a titanium cage were placed anteriorly in the disc space followed by additional bone graft. This was done at l5-s1 and then repeated at l4-5.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.